Manufacturer narrative:
Unit passed displacement, rewind, prime, seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. After further examination of the unit¿s interior, pcba1 shows signs of previous moisture presence and corrosion around the battery connectors, and pcba2 shows signs of previous moisture presence and corrosion on some components located at the top of the board. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that their insulin pump had battery cap was cracked. The customer¿s blood glucose level was 160 mg/dl. The customer was assisted with troubleshooting. Customer was in the shower when the issue occurred insulin pump exposed to fluid. Customer stated that they did not hear fluid when shaking the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.